Manufacturer narrative:
Correction - h6 device code "1439 - pacing problem" should not have been included in the report as there were no pacing problems caused by the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a low paced heart rate. Interrogation of the pacemaker revealed that the right ventricular lead had a high capture threshold. The lead was capped and replaced on (B)(6) 2020, and the pacemaker was replaced during the same procedure as it had reached its elective replacement indicator. The patient was in stable condition after the procedure.